Manufacturer narrative:
Block h6:imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2023-07030 and 3005099803-2023-07031 for the associated device information. It was reported to boston scientific corporation that two axios stents and electrocautery enhanced delivery systems were to be implanted transgastric to pancreas for pancreatic drainage during an endoscopic ultrasound (eus) cystogastrostomy procedure performed on (B)(6) 2023. During the procedure, the first flange of the first axios stent (the subject of report # 3005099803-2023-07030) was successfully deployed. However, the second flange would not deploy correctly. The stent was dislodged from the cyst into the stomach. The stent was partially deployed when it was removed from the patient. A second axios stent (the subject of this report) was attempted to be implanted; however, the same problem occurred. Another axios stent was used to complete the procedure. There are no patient complications due to this event. Note: it was reported that the handle was rotated slightly as the device was luer locked to the scope. However, the hot axios stent and delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instructions for use (IFU). It was reported that the position of the elevator when this device was inserted was partially open. However, the hot axios stent and delivery system instructions for use state, "lower elevator. Ensure that the echoendoscope elevator is in the lowered (open) position." The physician did not follow the steps cited in the instructions for use (IFU).